Manufacturer narrative:
A field service engineer (fse) investigation was performed, and the reported event was not replicated. Prior to arriving at the site, the field service engineer (fse) talked to the customer, who said the reported motion issues have not recurred. The customer believed it was due to a suspect endoscope and intends on returning the endoscope. The fse verified that the system was working as it should, and that the issue was in fact scope related. The system logs did not reveal any errors that may indicate an arm or instrument moved in the opposite direction. Error 23003 was observed indicating a potential endoscope bearing issue. The suspect endoscope used during this procedure has not been used in subsequent procedures. The monopolar curved scissors instrument has been used in subsequent procedures.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the arms started working opposite of the surgeon's commands; this resulted in a nick to the abdominal wall. The monopolar curved scissors (mcs) instrument came into contact with the abdominal wall unintentionally causing the nick. Prior to calling technical support, the system was undocked, and the endoscope was reseated. After being redocked, the system was working as expected. Later in the procedure, the endoscope experienced error 23003 several times on arm three. The clinical sales associate (csa) was advised by the technical support engineer (tse) to inspect the scope to ensure there was no grittiness or friction. The endoscope was replaced to continue the procedure. The surgery was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope for failure analysis evaluation. Failure analysis confirmed the customer reported complaint. The endoscope was evaluated and found to have a camera instrument adapter defect. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was found to be cracked. Additionally, the endoscope was found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Also, the endoscope was found with minor cut to the cable insulation. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits.